Event description:
The service center was informed that during a repair reduction visit at the user facility with an endoscopy support specialist (ess) improper reprocessing was noted. The ess reported during the observation the customer did not check the leak tester prior to connecting it to the scope. The customer then turned on the maintenance unit and placed the scope in the water. The leak test was performed but the customer left the scope in the water. The customer turned off the maintenance unit and then disconnected the leak tester from the scope under the water. The ess also, observed that the customer did not use the proper cleaning brush during cleaning of the scope. There was no associated patient infection reported.

Manufacturer narrative:
The scope will not be returned to olympus for evaluation. As part of the our investigation, while onsite the ess informed the pulmonary manager of the reprocessing deviations that were observed and the pulmonary manager was going to follow up with sterile processing department management. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the user facility performing improper reprocessing was likely from that the facility staff was less trained on device handling and/or reprocessing in accordance with the instructions for use. The following information is stated in the instructions for use which may have prevented the event: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor field performance for this device.